Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis did not identified the as reported fiber tip break. Analysis of the returned fiber identified that the fiber is broken within the white tubing at 2 feet and 7.75 inches from input connector, between input connector and control knob. The fiber does not exhibit signs of usage the fiber was tested with hene laser fixture, aim beam is visible at the location of break. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on analysis result, the as reported fiber tip break was able to be confirmed; therefore, an evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure, the fiber tip was observed to be broken by the surgeon when attempting to feed it into the scope. The surgeon is unsure when exactly the break occurred as it only noticed upon feed it into the scope. The fiber was not activated, and it was never used in the patient.

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the fiber was broken when it was being placed on the field. The case was completed with another fiber. There was no clinical consequences to the patient.